Manufacturer narrative:
Patient's weight unavailable. In the spectranetics lld instructions for use (IFU), 4. Warnings, when using the lld, it states in part: "do not abandon a lead in a patient with a lld still inside the lead. Severe vessel or endocardial wall damage may result from the stiffened lead or from fracture or migration of the abandoned device. In addition, under 10.3 procedure, 7., it states "if for some reason lead removal is unsuccessful or becomes medically contraindicated, removal or repositioning of the lld may be facilitated as follows...", and subsequently explains how to unlock the lld from the inner lead body. The physician did not attempt to remove the lld prior to cutting and capping the lead; therefore this event has been determined to be use related.

Event description:
A lead extraction procedure commenced to remove five leads: 2 right ventricular (rv), two right atrial (ra) and one left ventricular (lv) leads due to infection. Spectranetics lead locking devices (lld's) were used, inserted within each of the leads to act as traction platforms to aid in extraction. It was reported that multiple devices were used in the procedure to attempt to extract the leads. One of the ra leads was successfully extracted. However, due to excessive fibrosis, the physician chose to not extract the remaining four leads. It was reported that he did not attempt to unlock the lld's within the four leads, so the four leads with llds remaining within each lead were cut, capped ad remained within the patient. The patient survived the procedure with no reported patient harm. There was no alleged malfunction of any devices used in the procedure. This report is being submitted due to the lld (model #518-062, lot #flp20d14a) being cut/capped within one of the rv leads, and remained in the patient. Please refer to MDR's 1721279-2020-00181, 1721279-2020-00182 and 1721279-2020-00183, capturing the other three leads/lld's which were cut and capped and remained in the patient, during the same procedure.